Manufacturer narrative:
Product analysis: analysis of the programmer could not reproduce customer comments. The programmer powered up and functioned as normal, it was noted that there was overheating errors in the logs, the power supply was replaced as preventative. Analysis also noted that the power cord was missing, and the lower handle covers were broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer overheats and does not always turn on. The programmer has been returned for service. There was no patient involvement.